Event description:
Health professional reported "port infection." Action taken was lap-band ap system surgical revision, specified as, "removal of port." Band remains implanted.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.